Manufacturer narrative:
This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a surgical technician. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent revision surgery of the clavicle due to non-union on (B)(6) 2019. Originally, the patient had an open reduction internal fixation of clavicle on an unknown date. The clavicle plate and screws were removed and a new clavicle plate was applied. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. This complaint involves one (1) unknown clavicle plate. Concomitant device reported: unknown screws (quantity unknown). This is report 1 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of the event is unknown. Patient code 3191 is the only applicable code used to capture fracture nonunion, surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.